Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse.

Manufacturer narrative:
It was reported that the patient underwent placement of a sparc mesh and revision of previously placed mesh on (B)(6) 2014 due to sui, chronic pelvic pain, cystocele, rectocele and foreign body in vagina. It was reported that the patient underwent placement of interstim on (B)(6) 2014 due to urinary problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and bard uretex self-anchoring urethral support system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrently underwent placement of synthetic graft in posterior apical segment, vaginal vault suspension, suburethral sling, cystourethroscopy, and urethral dilatation.

Event description:
It was reported that the patient concurrently underwent placement of synthetic graft in posterior apical segment, vaginal vault suspension, suburethral sling, cystourethroscopy, and urethral dilatation.